Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/20/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 07/02/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged display issue was not duplicated while the related moisture intrusion issue was verified. The pump powered up to a clear and legible verify screen with no ink spot observed on the display. The auditory and vibratory features were operational. No tactile issues were found with the keypad buttons. Related to the complaint, a battery compartment crack was observed below the grip pad and a pump casing crack was observed near the top right hand corner of the display. A leak test showed leak where the casing crack was located. The pump casing was opened and evidence of moisture intrusion was found the printed circuit board.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (ink spots w/ moisture) issue. Reportedly, evidence of moisture intrusion was observed behind the display while the user was able to read/maneuver the screens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.